Event description:
The customer reported that their central nurse's station (cns) second display is black. Dual screen was enabled yet its not showing this way. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) second display is black. Dual screen was enabled yet its not showing this way. No harm or injury was reported.